Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #:(B)(6), ubd: 14-oct-2024, UDI#: (B)(4). G2: the country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation was not able to perform the asked intensity; there was high impedance. The patient experienced an increase in pain. The patient's lead was replaced on (B)(6) 2024. The event resulted in in-patient hospitalization. The issue was resolved. Additional information received. When asked if the cause of the high impedance issue was determined, it was reported that the cause of the issue was determined to be due to the patient's lead. The clinical team contacted the clinical site to determine if the reported hospitalization was a normal/expected result of the patient's revision, but a response was not provided at this time.